Event description:
Physician reports the lens was removed and replaced without complication due to the improper iol power initially implanted.

Manufacturer narrative:
The lens was received for evaluation. The results of our analysis shows the lens met all manufacturing specifications. The diopter measured 16.0 and is correct as labeled. Our investigation into this event reasonably suggests that it is not manufacturing related.